Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous arteriovenous fistula lesion with 80% stenosis. A 5x40 mm armada 35 pta balloon dilatation catheter (bdc) was prepared before patient use as per the instructions for use without issue. The bdc was advanced to the target lesion for pre-dilation. However, during inflation, the balloon was unable to reach 22 atm due to a leak in the delivery rod "[shaft]". An additional 5x40 mm armada 35 pta bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.